Event description:
Invacare received a letter stating that: a patient got her foot stuck between the bed and headboard on a 5410ivc bed, causing her to lose blood flow. The daughter stated that she had to make a decision whether to have her mother's foot amputated or risk gangrene. The family stated that they did not want to seek aggressive treatment for the injury. As an alternative treatment a heal well afo contracture splint was ordered and placed on the patient.

Manufacturer narrative:
Received new information.the family reported the incident to the provider on (B)(6) 2019 when they picked up their equipment. Hospice reports during a visit on (B)(6) 2019 it was reported the pt¿s right foot was stuck in the rail of the hospital bed. It was also found out that they were using drive rails and mattress on the invacare bed. The user manual states to only use invacare products on invacare beds. Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
This record is being filed in an abundance of caution. This device was not evaluated by invacare due to it is being held by (B)(6). The underlying cause cannot be determined. There is no allegation that the bed malfunctioned. Invacare has received conflicting information concerning the incident. One source states the patient¿s foot was caught between the bed and the headboard, one source states the patient¿s foot was caught in the side-rail. Invacare has requested clarification on this as well as the timeline of events. One source lists treatment for the injury before the stated date of the incident. It is unclear what role, if any the incident played in the patient¿s death. Should additional information become available, a supplemental record will be filed.

Event description:
Invacare received a letter stating that: a patient got her foot stuck between the bed and headboard on a 5410ivc bed, causing her to lose blood flow. The daughter stated that she had to make a decision whether to have her mother's foot amputated or risk gangrene. The family stated that they did not want to seek aggressive treatment for the injury. As an alternative treatment a heal well afo contracture splint was ordered and placed on the patient.